Event description:
In 2004, beckman coulter's original external manufacturer (OEM) vendor of the coulter ac t 5diff autoloader (a/l) hematology analyzer informed MFR of a problem that may occur on this instrument. Based on the investigation by vendor (abx), it was determined that the ac t 5diff a/l could report incorrect platelet results due to software timing conflict. Abx has also notified MFR that this timing conflict could affect all measured parameters due to common data acquisition processes. However, the hemoglobin (hgb) parameter is not affected by this problem. Abx has informed MFR that they have considered this issue as a reportable event.